Manufacturer narrative:
Block h6: imdrf device code a050401 captures the reportable event of the a/w valve fluid leak.

Event description:
It was reported to boston scientific corporation that an orcapod was used during a colonoscopy procedure in the colon for the treatment of polyps performed on (B)(6) 2025. It was reported that the blue air/water button was leaking water after being installed on the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.